Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause can not be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that one day following an intraocular lens (iol) implant surgery a patient was diagnosed with corneal edema in the right eye (od). No unplanned medical or surgical intervention were required to treat event. Symptoms were not resolved at the time of this report.